Event description:
It was reported that during a colonoscopy and polypectomy procedure a bowel perforation occurred. The colonoscopy and polypectomy were reported to involve perforation of the pt's bowel and peritonitis. Surgical repair of the perforation was performed. The pt's status following the surgical repair is unk. Additional info has been requested.

Manufacturer narrative:
Unit involved is not available for analysis. Product analysis can not be performed. The customer did not report a lot number. A ship history performed for units shipped to this customer found two lots were sold to this customer in the 6 months before the event date. DHR was reviewed for both potential lots and deviations were not found. Also labeling review was performed for both lots and all info was within spec. There is no unfavorable trend at this time for this kind of complaint. It is important to mention that according to dfu: ..."the snare delivers a monopolar electrical current to cut and cauterize tissue with the loop... Potential complications include, but are not limited to : - perforation - fulguration - immediate or delayed hemorrhages - transmural burns, characterized by abdominal pain, fever, and transient illeus... Warning: because the electrosurgical effect is greatly influenced by the size and configuration of the active electrode, it is impossible to determine the exact effect achieved in a given control setting. It is very important that if the proper setting of the generator is not known, one should set the unit at a power setting lower than the recommended range and cautiously increase the power until the desired effect is achieved..." The complaint is not confirmed. The root cause is anticipated procedural complication.